Event description:
One patient with discrepant hba1c results. Initial result 14.11%. Same sample repeated 2 days later gave a result of 6.54%. The initial result was reported; patient was not adversely affected. A specific root cause for the discrepancy was not identified.